Event description:
Upon opening a package of 3-0 coated suture, nine sutures were found instead of the correct quantity of eight sutures within a package. Due to the accountability of the number of sutures used on a pt, this could pose a possible problem. All remaining stock of same lot number has been checked, and found to be error free.